Event description:
New information received indicated that an insulation anomaly was observed on the right ventricular (rv) lead.

Event description:
It was reported that right ventricular (rv) noise over-sensing was detected on a remote transmission. The patient was brought into the clinic, and pocket manipulation and isometrics were performed. Over-sensing was not reproduced. Programming changes were made. The patient presented to the clinic for further evaluation on (B)(6) 2023, and the noise was reproducible. The rv lead was capped and replaced on (B)(6) 2023. The patient was discharged from the hospital without adverse health consequences.